Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error (e315) and image with noises. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction scope communication error (b30) could not be identified. However, the most probable cause for the additional malfunction an incompatible scope error (e315) is traced to scope connector being immersed in liquid and noisy image is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a scope communication error(b30). The issue occurred during inspection for use. There was no patient involvement.